Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted with resetting the pump by technical support, who provided reset information and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if any issues reappeared.